Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he went to the emergency room due to blood glucose levels greater than 600 mg/dl. The customer stated that he had high ketones and felt like he was going to faint. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the insulin pump had alarmed no delivery at the time of the elevated blood glucose levels. The customer was advised to change the infusion set any time he gets no delivery alarms. Nothing further was reported.